Manufacturer narrative:
The sample was submitted for investigation and tested on a cobas e 801 module. The ft4 result was 0.85 ng/dl. Based on the available data, a general reagent issue could be excluded. The observed differences in thyroid results generated with the roche assay and the competitor assays are most likely caused by differences in the overall setups of the assays, the antibodies used, differences in reference materials, and the differences in the standardization methodology used. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The event occurred in: (B)(6).

Event description:
The initial reporter complained of a questionable elecsys ft4 iii assay result for 1 patient tested on a cobas 8000 e 801 module compared to a wako accuraseed. The ft4 iii result from the cobas e801 was 1.07 ng/dl. The ft4 iii result from the accuraseed was 1.53 ng/dl. It was unknown if the result in question was reported outside of the laboratory. There was no allegation of an adverse event. The cobas e801 serial number is (B)(4). The investigation is currently ongoing.